Manufacturer narrative:
Additional patient identifier: (B)(6). Date of event: date of post-operative infection development is unknown. This report is for one (1) unknown 3.5mm cortex screw. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Implanted date: implanted in (B)(6) 2017; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. PMA / (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal on (B)(6) 2017 due to infection. All hardware was intact and the fracture was healed. The original procedure was an open reduction internal fixation (orif) of the proximal tibia in (B)(6) 2017. There was no surgical delay, no medical intervention was required. The surgery was completed successfully. The patient was stable following surgery. This report is for one (1) unknown 3.5mm cortex screw. This is report 6 of 6 for complaint (B)(4).